Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 to address an inoperable ipg. The date the issue began for the patient was not provided. The inoperable eon mini was replaced with a proclaim 5 ipg. Effective therapy was established post operation.